Event description:
The hospital reported to maquet on september 24, 2009 that during preparation for a coronary artery bypass procedure on (B) (4), 2009, three heartstring seals did not load properly. The three devices would not advance/engage in the holder. On all three occasions the heartstring wouldn't crimp/role properly. Maquet became aware on (B) (6), 2009 that the procedure was completed by converting to a vein to vein method. The patient's aorta had too much calcification. The failure of the device resulted in reverting to conventional procedure which would have been the normal treatment in the absence of the use of the heartstring seal. No patient injury was reported by the hospital. This report is for the second device.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. (B) (4).